Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced very high blood glucose levels. Customer's blood glucose level was 552 mg/dl. The customer corrected her high blood glucose level with a manual injection of insulin. Troubleshooting was declined. The device was not returned.